Manufacturer narrative:
Concomitant product(s): dtbc2d1 device, implanted: (B)(6) 2017; 693565 lead, implanted: (B)(6) 2018. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented following implant of the right ventricular (rv) lead and absorbable antibacterial envelope due to redness and a hot cardiac resynchronization therapy defibrillator (crt-d) implant site. Blood tests for infection were performed and positron emission tomography (pet) scan was scheduled. The patient was hospitalized after the decision to extract the crt-d system. The patient was kept with a temporary pacemaker and later received a leadless pacemaker implant. No further patient complications have been reported as a result of this event.